Manufacturer narrative:
Date of event is estimated. The allegation is against one of two leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event: product family: scs, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000100095.

Event description:
It was reported the patient was experiencing ineffective stimulation due to the system autoreducing from high impedances after using a massage gun. During the surgery to replace the lead it was noticed the lead was fractured. Surgical intervention took place wherein the lead was explanted and replaced. Stimulation was restored. It is unknown which lead is liable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.